Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was returned and measured approximately 10mm in length. The broken portion of the probe was returned. The ptfe pad (teflon pad) was inspected and found to be slightly separated with no metal exposed. There is also evidence of char marks on the bottom of the teflon pad. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the probe broke off and fell into the patient. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.